Manufacturer narrative:
The insulin pump received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify a15/e15 alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash crc errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm(s). Customer reports pump did require rewind. Customer able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.